Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error which was not reproduced. Sys error 105 was confirmed through a review of the event history log and found to be caused by severed motor mount screws. The failed motor assembly (including the screws) was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. Any pt involvement, injury or medical intervention is unk.